Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The arthroplasty was revised due to instability, pain. The components were implanted in situ for ~ 0.3 yrs. The insert component was revised. The patient presented with a ucla score of 3, three months prior to revision surgery and maximum score of 5.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: based on photographs provided, the bearing surface of the insert shows minor burnishing and some light scratches consistent with in vivo use. The remaining damage can be associated with explantation damage. Medical records received and evaluation: early instability is virtually always caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. Device history review: review of the device history records indicates that the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the medical review indicated that early instability is virtually always caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. Device related factors were not identified as also supported by normal appearance of explanted bearing. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to instability, pain. The components were implanted in situ for approximately 0.3 yrs. The insert component was revised. The patient presented with a ucla score of 3, three months prior to revision surgery and maximum score of 5.